Manufacturer narrative:
(B)(4). Date sent: 02/26/2020. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what is the current patient status? No further information is available. No further information will be provided.

Manufacturer narrative:
(B)(4). Batch # t5cy56. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? No further information is available. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Was the orange tying area completely visible prior to attempting to connect the anvil to the device? No further information is available. What confirmation was received that the anvil was properly attached? No further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Was the device difficult to close? No further information is available. Was the device difficult to fire? No further information is available. Did the healthcare professional receive audible & tactile feedback when firing the device? It was unknown clearly that the surgeon received audible & tactile feedback at the firing. But, the surgeon commented that the braking sound of the washer might have heard. How may counter-clockwise revolutions of the adjusting knob were used to open the device? No further information is available. What were the specific troubleshooting steps taken to remove the device? After the device could not be removed from the patient, the surgeon tried to grasp the firing handle several times. But the device could not be removed from the patient. Then, the device (trocar side) was separated from the anvil head forcibly, and it was removed from the patient thorough the anus. Since the anvil head was left inside the intestinal tract, the surgeon recut the intestinal tract to remove the anvil head from the patient. Was the tissue cut? Yes. But there was a possibility that the target tissue was not cut completely. Were there any issues noted with staple formation? If so, please describe the shape and location. No further information is available. Was a complete transection of the white breakaway washer visually confirmed? No further information is available. How long was the procedure delayed due to the issues with the cdh device? No further information is available. Did the issues experienced with the device contribute to the urinary tract injury or need to convert to open? Please explain. No further information is available. If not, were there any patient consequences or changes to the postoperative care of the patient as a result of the reported issues with the cdh device? What is the current status of the patient? The patient condition was no problem after the procedure. But the patient got flu, and the patient condition is serious as of jan. 27th. What additional observation or investigation did the sales representative complete when collecting the device? When the sales rep checked the device when collecting it, it was found that there was no washer inside the anvil head. There was no complications after the surgery. There was no bleeding when the event occurred. Additional information received: 7 days after the surgery, the patient was diagnosed with anastomotic leakage. 5 days after the surgery, the patient was performed CT scan. The surgeon was found a shadow that was suspected leakage. However, the insertion of the drain was too short for the patient, so it was difficult to be confirmed leakage at that time. The surgeon said it is likely the leakage occurred before diagnosing. There is no information about the treatment for the leakage. The surgeon is considering that not only flu, but the leakage makes his condition danger. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the current patient status?

Event description:
It was reported that during an open left hemicolectomy and sigmoidectomy, the device could not be removed from the patient after the firing. The device was used between the colon and the rectum. The surgeon tried to grasp the firing handle several times since he thought the grasping was not enough. But the device could not be removed from the patient. Then, the device was separated from the anvil head forcibly, and it was removed from the patient thorough the anus. The anvil head was left inside the intestinal tract where the purse-string suture was performed. The anastomosis itself was succeeded, so that the oral side and the anus side of the large intestine were connected at that time. The position of the anastomosis site was high, so that the surgeon recut the intestinal tract to remove the anvil head from the patient. It was found that the donuts were not created when the surgeon checked the removed anvil head. The braking sound of the washer might have heard. There was a possibility that the target tissue was not cut completely. Before the cdh29a was used, sigmoid colon was cut with a competitive device. The patient was severely obese, so the procedure became difficult, and urinary tract was cut on the way. Therefore, the procedure was converted from laparoscopic to open procedure. The procedure started at 13:30 and ended midnight after all. Another competitive device was used to complete the case. There were no adverse consequences to the patient. After the procedure, the patient was stable. But the patient got flu, and the patient condition is serious. No further information is available.